Manufacturer narrative:
Per additional information received the unit was able to initiate mechanical ventilation with this flow sensor alarm. There was no reportable malfunction. Unit alarmed, notifying user of reported condition. Unit continues to ventilate and alarms remain functional. H3 other text : per additional information received the unit was able to initiate mechanical ventilation with this flow sensor alarm. There was no reportable malfunction. Unit alarmed, notifying user of reported condition. Unit continues to ventilate and alarms remain functional.

Event description:
It was reported that there was an error that results in a potential inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text: device evaluation anticipated, but not yet begun.